Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy right with cancer procedure, while using the stapler to cut the right colon, when closing the clamp with the handle, the system locked. The clamp closing only with very high pressure on the handles. A new test with another load was done and the stapler can be used with no problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument found no abnormalities. During function testing it was observed that when the instrument handle was actuated the reload jaws would not clamp. An examination found that an internal component was disengaged within the device. The disengaged component prevented the reload jaws from clamping when the instrument handle was actuated. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of an assembly activity and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.